Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when the asymptomatic patient presented in the operating room for a scheduled new system implant, it was difficult to extend the helix. Following the implant, high capture threshold and high, out of range impedance were observed. The physician attempted to reposition the lead, but the helix was unable to be extended. The lead was not implanted and was replaced without issue. The patient remained stable before, during, and after the procedure and will continue to be monitored.